Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a problem with a insulin syringe. The customer reports "the needle broke when putting the needle into the vial to draw up."

Manufacturer narrative:
Spoke with the customer on 1/3/07 who reports that a sample will not be returned with this alleged defect as the samples have been discarded. An investigation is currently underway upon completion the results will be forwarded.